Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a low voltage alert, code 1003, was recorded on this pacemaker pre-implant.  If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. This device was implanted and the fault was not cleared. Device remains in service. No adverse patient effects were reported.